Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received questionable results for a total of two samples from the same patient tested for antibodies to tsh receptor (anti-tshr). Of the two samples, one had an erroneous result that was reported outside of the laboratory. On (B)(6) 2016, a sample from the patient was measured and it resulted as 2.5 iu/l. This result did not match the previous result of <0.3 iu/l that was reported outside of the laboratory for a sample that was initially tested on (B)(6) 2016. The sample from (B)(6) 2016 was retrieved from frozen storage, then repeated on (B)(6) 2016. The repeat result from the (B)(6) 2016 sample was 3.9 iu/l. On (B)(6) 2016, a result from a second sample from the patient was questioned. The field service representative then checked the fluid level sensor of the analyzer and this was ok. He checked liquid level detection and this was ok. He adjusted the sampling position on the analyzer using a 13mm tube. He explained to the customer that a possible cause for the issue is static electricity, so he recommended to the customer that they install an ion blower. The questioned sample from (B)(6) 2016 was repeated after service was performed. The patient was not adversely affected. The anti-tshr reagent lot number was 186770, with an expiration date of 10/31/2016.